Event description:
It was reported that a spectrum iq pump had a "questionable" delivery of dextrose during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional flow accuracy testing, the device did not deliver within specification. A review of the event history log revealed no programmed infusions of dextrose on the reported date. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.